Manufacturer narrative:
Unfortunately, without the faulty sample, an image showing the defect, or the lot number, it is difficult to determine the exact origin of the issue. As a result, we cannot confirm this complaint. However, after requesting additional information, the customer clarified that this complaint pertains to a medcomp product, not a vygon product. Corrective action: based on the customer's information, this issue is related to a medcomp product, not a vygon product. Therefore, no corrective action will be initiated by quality management.

Event description:
The customer did not provide the date of the event. Perforation of vessels with the 1 french catheter. We just had a second one with the 1 french. Both times the line had slipped back into the brachiocephalic vein and when injecting contrast to verify tip placement found that it had extravasated and we had a pleural effusion- lots of fluid throughout the lung on that side.

Manufacturer narrative:
Although the malfunctioning device was not returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Perforation of vessels with the 1 french catheter. We just had a second one with the 1 french. Both times the line had slipped back into the brachiocephalic vein and when injecting contrast to verify tip placement found that it had extravasated and we had a pleural effusion- lots of fluid throughout the lung on that side.